Manufacturer narrative:
The reported field event of premature depletion and difficulty interrogating was not confirmed by analysis. Longevity analysis found the battery depletion to be normal. Interrogation of the device revealed it was above the elective replacement indicator eri when received. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator could not be interrogated due to an error message for a battery performance alert (bpa) advisory. The patient was stable pending explant. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
Correction: there was no advisory alert. Correction: (B)(4). This was only an error message upon interrogation. The device was implanted for 9 years.

Event description:
New information received indicates there was no alert for a battery performance. A previous interrogation (B)(4) 2018 indicated 2.3-2.7 years remaining. Subsequent interrogation revealed an error message as previously reported that read unable to interrogate . The issue with interrogation was not resolved prior to explant. The device was explanted (B)(6) 2019 and replaced. The patient's condition was excellent before, during, and after the procedure.